Event description:
Nineteen months post stent implantation the patient complained of chest pain and returned to the hospital. The pt had stopped the anti-platelet therapy in the middle of july. Cag was conducted and thrombus was confirmed in the cypher stent. Five days later the pt was treated for the thrombus. This was treated with ptca and additionally the pt was started on coumadin. According to the procedural physician, the cuase of the thrombotic event was the discontinuation of the patient's ticlid.